Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 26 mg/dl; cause was not known. The customer consumed carbohydrates and glucose syrup to address their bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.